Event description:
Edwards received information that this surgical valve had a transcatheter valve implanted (valve-in-valve) after an implant duration of eight (8) years, ten (10) months. The reason for re-operation was due to stenosis. There were no reported complications and the patient was later discharged from the hospital. No additional details provided.

Manufacturer narrative:
Device remains implanted.additional manufacturer narrativethe device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.